Manufacturer narrative:
Batch review performed on 24.jun.2021: lot 1909420: (B)(4) items manufactured and released on 03-12-2019. Expiration date: 2024-11-17. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been sold without other similar reported events.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.